Event description:
It was reported that the patient's right atrial (ra) lead had indications of dislodgement. Atrial electogram indicated incorrect sen sing and ventricular capture. The lead was turned off with a possible atrial lead revision in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).